Event description:
The customer returned the BRONCHOVIDEOSCOPE to the service center for a separate issue. During the device analysis, the investigator indicated the distal end is chipped and has foreign material attached, and a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was identified.Based on the results of the investigation, a root cause could not be identified for the poor quality image. Historical data analysis concluded that the failure mode was within expected parameters. A risk review was completed, and no unanticipated risks, new failures, and/or new harms were identified. Reasonably known information suggests probable causes such as Material problems like; Degredation; Inappropriate Material. Mechanical problems like: Leakage/Seal; Stress; Deformation; Wear and tear. Clinical Imaging Problem like Radiofrequency Induced Overheating. Thermal problems like overheating. Environmental problems like: Temperature; Dust or Dirt; Humidity. These causes can occur between components such as Circuit Board; Connector/Coupler; Electrical Cable; Electrical and Magnetic; Mechanical/Structural Cable; Imager; Lenses; Optical Fiber; Handpiece, Tip; Mesh and Marker without any design or manufacturing issue. That could lead to Image defects.Based on the results of the investigation, a root cause could not be identified for the contamination finding.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.